Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The patient (pt) reported the stimulator was causing them harm. Pt was transferred to patient services (ps). The reason for the call was pt states they had the device implanted on (B)(6) 2018 and the therapy worked really well for their back and they were very happy with the implant/therapy. Pt states "since implant" the incision site has been painful. So painful that it felt like knifes stabbing in the incision and it continued to get worse and worse and when they kept telling the managing healthcare provider (hcp) just "removed it". Pt states they think removed ins and leads but are not sure what was really removed. Pt states did a surgery in (B)(6) 2018 and they were told everything was removed. Pt states even with everything removed, they continue to have the stabbing pain at the incision/implant site which continues to get worse and cause increase in pain. Pt states the incision is hot and painful to the touch and it is swollen and if anything, even touches the incision site, it "takes me down" because it is so painful. Pt states they are currently on their way to the emergency room because they cant even walk anymore. Pt states hcp said there is nothing that they can do for the pt since the ins/therapy was removed and released the pt and will not see the pt. Pt requested a physician listing. Agent sent physician listing as requested to pts email address.